Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the device was too loose in the implantable pulse generator pocket site due to patient anatomy issue. The device was explanted, and a new device was implanted. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.